Event description:
It was reported to boston scientific corporation that an obtryx system was used during a procedure on an unknown date. According to the complainant, during the procedure, a urethral perforation of unknown origin was discovered after the device was implanted. The physician removed the device and the urethra was repaired. The procedure was completed with another obtryx mid-urethral sling. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.